Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had known short to shield despite previous percutaneous lead repairs. The was at home with an ungrounded cable. The patient was scheduled for a heartmate 2 to heartmate 3 exchange on (B)(6) 2025. Low speed advisory was seen while on grounded power. The heartmate 2 pump was confirmed to be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a short to shield and low speed advisory could not be confirmed through this evaluation as no log files were submitted for review, and no product was returned for evaluation. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the reported events could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6), the original driveline, serial number (B)(6), driveline repair kit, serial number (B)(6) and driveline repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook, rev. A are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.